Event description:
Healthcare professional reported injecting a patient in the cheeks and chin with 1.5 ml of juvéderm® volux¿, in the preauricular and lateral cheek with 1 ml of juvéderm® voluma® with lidocaine, and in the nasolabial folds and pyriform aperture with 1 ml of juvéderm® volift® with lidocaine. The patient was concomitantly injected into the vermillion border and oral commissure with rha® 1. A month later, the patient reported a ¿hard lump¿ on the right cheek that increase in size with ¿swelling¿ over a few days along with ¿two smaller hard lumps¿ to the chin. The skin on the right cheek appeared ¿darker in color.¿ the patient was assessed and treated with hyalase to the lumps, oral antibiotics, and prednisone. The patient later reported left cheek ¿pain, heat, and swelling.¿ the patient was prescribed antibiotics and steroids, but it is suspected that further hyalase and possible draining will be needed. Event is ongoing. This file captures the juvéderm® volift® with lidocaine. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4) and (B)(6) (emdr-(B)(4). This emdr is being submitted for the juvéderm® volift® with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.